Event description:
It was reported that during follow-up, externalized conductors were observed. Noise and a variation in r-wave amplitude were noted. Programming changes were made and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.